Manufacturer narrative:
The reported event of longevity anomaly was confirmed. In-lab assessment and testing showed normal device function and a longevity estimate showed normal battery depletion. The cause of the incorrect longevity estimation observed in the field was undetermined.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, the device was noted to be at elective replacement indicator (eri) sooner than expected. An overestimation of battery longevity by the programmer at the previous follow-up was suspected. The device was explanted and replaced due to eri. The patient was stable with no consequences.